Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01086.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, the physician was unable to advance a pod pc through the distal end of the lantern and, therefore, the lantern and pod pc were removed. It was reported that the lantern was found to be kinked when it was removed from the patient, however, it then fractured on the back table. The procedure was then completed using a new lantern and new pod pc. There was no report of an adverse effect to the patient.